Event description:
An injection gold probe was used for therapeutic purposes. During the procedure, the tip broke off inside of the pt. As of this date, it has not been determined if the device fragment has been removed. There were no complicatons reported and the procedure was completed using another device.